Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the screen went blank and the system lost all power during a cataract extraction with intraocular lens implant (iol) procedure. The system was rebooted to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
The customer reported that the system had a blank display and lost power. The customer was able to reboot the system and found the system to function as intended. There was no reported patient harm. The company service representative examined the system and replaced the host printed circuit board (pcb). The system was then tested and met all product specifications. With no additional, related information provided, the customer reported events of display issue and shut down were not able to be confirmed. The system was manufactured on july 28, 2010. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).